Event description:
The customer reports during an endoscopic retrograde cholangiopancreatography (ercp) using an evis exera iii duodenovideoscope with a single use distal cover, the patient experienced a tear of the gastric cardia/ge junction, largest component 2cm. This caused a 2 unit gastrointestinal bleed requiring transfusion as well as urgent repeat endoscopy with hemostatic clip placement. The patient was already inpatient. During the ercp, a partially migrated 10fr x 10cm plastic pigtail stent was removed with a rat toothed forceps (boston scientific m00538350) and this was removed with the scope in its entirety. Indwelling 10fr plastic straight stent was removed with a snare through the elevator channel. Cannulation was with visiglide wire and olympus long-wire extraction balloon. Dilation was performed with a cook 5-7-10fr push dilator. Ultimately 7fr x 10cm plastic double pigtail stent and 10fr x 10cm plastic biliary stents were replaced. The distal cover lot number cannot be provided, or sent for evaluation as it was discarded. There was no abnormality in the appearance of the scope or distal cover before or after the procedure. There were no significant anatomical challenges that caused or contributed to the reported event, however, procedurally, the removal of the migrated biliary stent with a rat toothed forceps with the elevator design potentially could have been the point of injury to the gastric cardia. The patient's current condition is stable, discharged outpatient and considering transition to hospice for advanced cancer diagnosis.